Event description:
"Povidone iodine leaked from the connection between a transfer set and minicap." The date of how long the transfer set was in place is unknown. There was no patient injury or medical intervention.

Manufacturer narrative:
A sample has been requested. If a sample is returned for evaluation, a follow up report will be submitted.